Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a low battery was confirmed as failure code 199:xx. The root cause of this condition was attributed to depleted main batteries. The main batteries were replaced to correct this condition. The user interface module master software version for this device is vista minor(5.03.00). A service history review revealed that this device was not previously serviced for the reported condition. A device history review revealed that the pump failed a slide clamp stack at channel a & b. The pump head module was changed and passed subsequent tests.

Event description:
The facility reported a colleague infusion pump with a malfunction of a low battery. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.